Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met relevant specifications. The product used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to bubble void on rubberize layer. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Recommended inflation capacities 3cc balloon: use 5cc sterile water. 5cc balloon: use 10cc sterile water. 15cc balloon: use 20cc sterile water. 20cc balloon: use 25cc sterile water. 30cc balloon: use 35cc sterile water. 40cc balloon: use 45cc sterile water. 75cc balloon: use 50cc sterile water. Do not exceeded recommended capacities." Correction: e, h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that 28 catheters were leaked.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that 28 catheters leaked.